Event description:
It was reported that the pump was explanted because the previous pump eroded through the skin at the area of the side port. The new pump was positioned differently in the abdomen. Following the new system implant patient experienced increased spasticity [this event has been reported in MFR report # 6000030-2012-00006].

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: unk; implanted: unk; explanted: (B)(6) 2003. (B)(4).